Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The hill-rom technician found the ground prong on the ac power cord was bent. The technician replaced the ac power cord to repair the bed.